Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the "shaft broke upon insertion of co-pilot tuoghy (rhv) outside of the body. No contact to the male pt. Another of the same was successful."

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.